Event description:
The customer reported the device had a bad power supply. No patient involvement.

Manufacturer narrative:
Updated h7 and h9 fields. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case w/keypad for no power, no ac power indicated. No fault found with the power supply, performed pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/15/2019 to the present date 01/05/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case with keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1120033 for pcu unresponsive keys.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case w/keypad for no power, no ac power indicated. No fault found with the power supply. Performed pm. A review of the device history record for sn (B)(4) was performed from date of manufacture 05/15/2019 to the present date 01/05/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a bad power supply. No patient involvement.